Event description:
It was reported that revision surgery of the poly was performed due to patella pain.

Manufacturer narrative:
It was reported that revision surgery of the poly was performed due to patella pain. The affected genesis ii femoral component, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Surgeon did not blame the device for this issue. Based on this investigation, the need for corrective action is not indicated. The instructions for use noted the alleged failure has been identified in the potential adverse events. A review of risk management files found that the reported failure was documented appropriately. The device was implanted in 2001. No medical documents were received for investigation. Therefore no medical assessment can be performed to evaluate the root cause of the reported event; however, the length of time in-vivo and a non-resurfaced patella could not be ruled out as possible contributing factors to the reported events. The patient impact beyond the reported pain and insert revision with the resurfacing of the patella could not be determined. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.